Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was successfully interrogated during the implant, but at the next interrogation an error was reported which caused a red screen to be displayed. It was also noted that later in the same session a red screen displayed as a result of a telemetry overflow condition which halted the programmer. Since the programmer halter after the captured s-ECG's, the captures were lost from the memory and not stored to the programmer. Boston scientific technical services (ts) noted that the printouts were available in a hardcopy since they were performed and captured during the session prior to the telemetry error condition. Additional information noted that everything functioned well after conduction, conversion and post the displayed error. This device remains implanted, and no adverse patient effects were reported.

Event description:
Additional information noted that this device was deactivated due to a deceased patient. The cause of death was not specified . No additional adverse patient effects were reported.